Event description:
The user facility reported that after surgery for patient's chronic coronary artery occlusion, an angio-seal was used for occlusion. The surgeon assembled the sheath tube and the dilator and then used the guide wire provided by the product to exchange the sheath tube into the puncture point. After blood sprayed from the bleeding hole, the sheath tube was retracted to the non-bleeding position and then re-inserted into the sheath tube to the just-bleeding position. After confirming the position, the dilator and the guide wire were withdrawn together. After inserting the main body into the sheath tube and hearing two ticking sounds, the main body and the sheath tube lifted as a whole. The sheath tube and the main body were pulled out of the body. It was observed that the anchor failed to be released normally. There was no blood loss. Additional information was received on 17aug2025: the procedural sheath size was a 7 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. Hemostasis was achieved by manual pressure. The procedure was completed successfully. The patient was stable.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A4: weight: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E1: phone number: unknown. E3: occupation: unknown. A review of the device history record of the product code/lot number combination was conducted with no findings. Although the sample was not available for evaluation, one photograph was provided. The photograph was reviewed, and device information was identified. The locator was identified to be kinked at the inlet hole. The complaint can be confirmed for locator kink per the photograph provided. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained to the dilator due to handling of the packaging prior to use. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct sections d4: lot, UDI, expiration date, h4: manufacturing date, d9, and h11. The investigation in the initial MDR was inadvertently submitted. This report will update section h3 and provide the complete investigation results. One (1) 8 french angio-seal vip device was returned for product evaluation. The returned sample includes the guidewire, hemostasis sheath, carrier tube, and packaging. The device was subjected to visual analysis. The device appears to be in used condition, with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked. The anchor was not visible within the distal tip. The device was reset to the forward lock position, but the anchor was not present. Functional testing was not able to be completed due to the condition of the returned device. The device was returned fully rear locked without deployment of the implantable components. The anchor was not intact within the device, which is likely to have been due to factors regarding device return. The complaint could be confirmed for a non-deployment pullout. The exact root cause cannot be determined. The likely was determined to have been an obstruction to the distal tip preventing device deployment. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).